Manufacturer narrative:
Patient problem code: device problem code: UDI # unknown. The device history record for the lot number, 0202409733, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample was returned. The pump was received full and infused at all selectable flow rates when the pinch clamp was opened. The tubing was cut 2 inches distal to the blue connector to drain the pump. The tubing was bonded back together with a male and female luer using cyclohexanone. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. Flow accuracy testing was performed with the saf set to 14ml/hr. After 21.5 hours the pump yielded a flow rate of 17.57ml/hr which is within specification with a +/-20% tolerance. Pressure pot testing was performed on the flow control tubing (selected-a-flow unit) flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The saf unit was detached from the pump and hooked onto a pressure gauge. The average bladder pressure used was 8.22psi. Flow rate 2ml/hr yielded a flow rate of 2.03ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.13ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 8.31ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.83ml/hr, which is within specification with a +/- 20% tolerance. Destructive analysis was performed. The pca was opened up and the broken section of the key was observed under magnification. Signs of stress were found on the red plastic fragment. Damage was also observed on the pca housing where the prime key inserts the investigation summary concludes that the bolus button was not stuck down. However the orange fill indicator did not rise due to the tip of the red prime key that had broken off, resulting in the by-pass valve being left open. As a result of the by-pass valve being kept open a fast flow was observed. Flow accuracy testing was performed and the flow rate was above specification with a +/- 20% tolerance. Pressure pot was performed on the saf and all tested flow rates met specification with a +/- 20% tolerance. Destructive analysis was performed and found signs of stress on the red key fragment in the pca. Damage was also found on the pca housing where the prime key inserts. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 550 ml, flow rate: unknown, procedure: sciatic block, cathplace: sciatic nerve block. A report was received stating the pump button would not stay down with the orange indicator. The pca unit would not deliver any medication. The pump was disconnected from the patient and replaced before the patient was discharged. Nothing unusual was noticed before the pump was connected. There was no damage to the red tab. The nurse pushed the button one time when the device was first connected and it functioned. The patient tried to push the button a second time and that's when the device did not work. The patient waited more than one hour before a second push of the bolus button. There was no continuous flow when the saf was turned to zero. It appeared that the only flow was coming from the saf tubing, when it was turned on. No additional information was provided.